Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (5 mg/ml at minimum rate) via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. It was reported that the physician tried to aspirate the side port in clinic but was not able to get flow indicating a non-functioning catheter. No patient symptoms were reported. The environmental, external, or patient factors that may have led or contributed to the issue were noted to be that the ¿patient reported a few different falls as well as a significant spine surgery that occurred in (B)(6) 2019¿. The patient was taken to surgery on (B)(6) 2019 at which time the physician tried to aspirate the side port but was not able to get flow. He then started in the pump pocket and removed the pump segment of the catheter and tried to aspirate directly from the distal segment but was not able to get flow. He decided to explant the entire catheter and implant a new one. The issue was resolved, and it was indicated that the hcp had no further information regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
A portion of the catheter was returned for analysis. Analysis found ¿no significant anomaly ¿ catheter body ¿ dried drug, blood, or foreign material occlusion¿. If information is provided in the future, a supplemental report will be issued.